Manufacturer narrative:
The complaint is considered confirmed as the returned tasp is fractured. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information was reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03535, 0001822565-2019-03536.

Event description:
Two tibial articular surface provisionals were returned as worn and needing replacement. It was noted that the instruments were fractured. No patient involvement was reported.